Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached from the insertion part, prior to insertion. Further, they replaced the infusion set and resumed insulin successfully. No further information available.